Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the set screw of the implantable pulse generator (ipg) was loose during the implant procedure. Two attempts were made to implant an atrial lead however the patient was asystolic with no capture. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no right atrial (ra) lead issues were noted. The doctor noted a ra lead could not be implanted due to anatomical reasons.